Manufacturer narrative:
Additional narrative: additional device product code: jey. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during an unknown surgical procedure the 1.6 k wire broke when attempting to remove. Wire was left in bone/ one was able to be removed. The procedure was completed successfully without surgical delay. Patient outcome was unknown. This report is for one (1) 1.6mm kirschner wire with 5mm thread-trocar point 150mm. This is report 1 of 2 for complaint (B)(4).